Event description:
During a hand procedure on a fracture scaphoid bone, the guide wire broke while the surgeon was drilling over the guide wire. The guide wire broke in half at an oblique angle and the surgeon had to use pliers to remove the wire fragments from the bone. It is noted that an additional 15 minutes was added to the surgery due to this event. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis.(B)(4)

Event description:
Reportedly the patient complains of pain at opening site to retrieve the broken wire. Device was removed without additional intervention.